Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, with a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when the plunger was removed, the suture was not attached. A cuff miss may have occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Device analysis revealed both cuffs were still attached to the link and respective needle tips. There was only minimal amount of monofilament still attached to the needle tip and the rest of the monofilament was not returned. This is indicative of successful needle deployment and suture retrieval and the device performed according to specifications. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.